Event description:
It was reported that the user experienced sustained high blood glucose after a supply change when the needle guard was inadvertently left on the contact detach infusion set, resulting in incorrect deployment and loss of insulin delivery; upon call-in, the agent identified the needle guard on the set, guided a site change, and the user resumed pump therapy. Symptoms included hyperglycemia with a reported peak of 356 mg/dl and elevated readings above 180 mg/dl for approximately 12 hours, with device alerts for readings above 300 mg/dl. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education with a guided infusion set change. Investigation of this case revealed an infusion set deployed incorrectly or an infusion set connector not attached correctly due to the needle guard remaining in place, which is consistent with use-related setup error of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.